Manufacturer narrative:
Sections with additional information as of 10-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to symptoms related to diabetes: shaky. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed, and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on 17-feb-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated they were still feeling shaky. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 161, 121, 175, 236 and 212 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-110 mg/dl. The customer reported feeling shaky; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer pm fasting and produced test result of 165 mg/dl using true metrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/30/2024 and open vial date is three days prior to call. The meter memory was reviewed for previous test result history: result 1: 161 mg/dl date: on (B)(6) 2023 time: 5:07 pm fasting, result 2: 121 mg/dl date: on (B)(6) 2023 time: 4:13 pm fasting, result 3: 175 mg/dl date: on (B)(6) 2023 time: 4:10 pm fasting, result 4: 236 mg/dl date: on (B)(6) 2023 time: 3:08 pm fasting, result 5: 212 mg/dl date: on (B)(6) 2023 time: 2:45 pm fasting.